Event description:
Around 2:30 pm, october 2001, a pt receiving topical hyperbaric oxygen therapy at home via the numobag kit, called numotech rep on their cell phone stating that, "I lit a cigarette before my treatment was done and I set the bag on fire and I burned myself." Numotech rep asked if pt had called 911. Pt said they had. Numotech rep stated they were on their way to help. Pt is recovering from third degree burns. No other info available.